Event description:
Pt self-tester alleged discrepant results with the inratio2 meter compared to the lab. Pt has been testing on the meter for two years; first time running a correlation. Results as follows: dates: (B)(6) 2011, inratio: 1.7, ER: ---; (B)(6) 2011, ---, 7.1. Pt's therapeutic range: 2.5-3.5. Pt was admitted to the hospital on (B)(6) 2011 because he was coughing up blood and states that nurses found bruises on his body in places where he was unable to see. He was also given a blood transfusion, morphine, and zosyn (antibiotics) while in the hospital. Pt was in the hospital from (B)(6) 2011 - (B)(6) 2012. Pt was taken off warfarin and started lovenox on (B)(6) 2012 (last injection was (B)(6) 2012). Pt re-started warfarin on (B)(6) 2012. Pt had pneumonia while in the hospital, and doctors found a tumor on his hip (doctor's are still trying to figure out what kind of tumor).

Manufacturer narrative:
Investigation pending.